Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. For evaluation. The unintended movement of the universal surgical manipulator was reported via MFR report number: 2955842-2024-10042.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the position icon of the 30-degree endoscope was inverted 180 degrees when it was installed, which caused the operation of the fenestrated bipolar forceps (fbf) instrument to be inverted. As a result, the fbf on universal surgical manipulator (usm) 1 was moved unintentionally, pressing against the intestinal tract and damaging the serous membrane. The serous membrane was sutured and repaired, and the postoperative period passed without any problems. There was a procedure delay of greater than 30 minutes as a result of this issue. The issue persisted after reseating the scope and the sterile adapter, pressing the clutch button for a guided tool change, and power cycling the system twice. The issue was resolved after all of the arm drapes were replaced and a back-up sterile adaptor was used. The technical support engineer (tse) confirmed that there were no related errors in the system logs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site, and the following additional information was obtained: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer. The endoscope had already been inverted when the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g. Static instrument). The movements of the surgeon did not scale appropriately to the instrument nor move in the intended direction, as the movement was inverted/reversed. When they attempted to return the fenestrated bipolar forceps instrument to the front, it went to the back. The timing of the instrument movement was appropriate. It was unknown if there was any shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interferences. There were no external collisions between the system arm and the external operating room equipment and/or staff. It was unknown if the issue was persistent or intermittent. When the issue occurred, the intended action was to exchange the camera and the drape. The issue was resolved by exchanging the drapes. The device was inspected prior to use. The arm movement occurred at the same time as the inverted vision of the endoscope. At the time the complication occurred, the console had just started, and no surgical action had yet been taken. The serosa of the intestinal tract sustained an unspecified injury, which was resolved with suturing. The surgeon believes that the inverted image of the endoscope caused or contributed to the injury. There are no concerns regarding long-term complications for this patient as a result of this event. It was unknown if there was any bleeding due to this event, however, no blood transfusions were administered. The procedure was completed robotically. It was unknown if the patient sustained any post-operative complications, and the patient's current status is unknown. Isi received the 4 drapes associated with this complaint, and failure analysis (fa) investigations were completed on 02-feb-2024, 03-feb-2024, and 09-feb-2024. Fa could not reproduce the customer reported complaint with any of the drapes. Each drape was inspected and found to have both magnets present and the wires tape attached. None of the drapes were observed to have missing or damaged components. No product issues were identified. The unintended movement of the universal surgical manipulator was reported via MFR report number: 2955842-2024-10042.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the column drape associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not reproduce the customer reported complaint. The drape was inspected and found to have the wires tape attached. The drape had no missing or damaged components. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.